Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and lost sensor alert. Customer's blood glucose level was 434 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer advised the basal rates had been lowered due to patients being sick. However, the change to the basal rates may have resulted in high blood glucose levels.